Event description:
It was reported that the pt experienced a seizure at the airport (was seizure-free for a few months prior to this). She was then brought to a hospital where they performed an MRI. Per pt, her magnet was taped over her vns generator for the MRI and during the MRI, the magnet moved up her chest along the lead causing bruising. Following the MRI, the physician at the hospital turned her settings down to the lowest possible settings against pt request. Pt then experienced 12 seizures in 12 hours and was put into a medically induced coma. Pt indicated she has some left-sided numbness and weakness since event and feels she has "left-sided neuro deficit". Pt also indicated that prior to the event, she was being weaned off her medications, which may have caused the seizure at the airport. Pt was seen by her physician a few weeks after event and the device was found to be functioning fine. The physician is ramping up the pt's settings and the pt is doing well. Attempts for further info have been unsuccessful to date.